Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the 3dmax light mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax light mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2018 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax light meshes (right- device 1, left - device 2). Per op notes, "on right, indirect hernia sac was reduced. A medium 3dmax light mesh (device 1) was placed into position and secured using sutures. A larger left inguinal sac was also reduced. A medium left sided 3dmax light mesh (device 2) was placed into position and tacked." (B)(6) 2020 - patient was diagnosed with bilateral recurrent inguinal hernia thereby underwent open repair with the implant of synthetic meshes. Per op notes, "in right groin, there was some adhesions of intraperitoneal fat obscuring the internal ring. In the left groin, the internal ring suggested an indirect hernia. On right, the ilioinguinal nerve was divided. A circular patch of synthetic mesh was cut into half and fashioned into a plug and placed into defect and patch was placed in floor of inguinal canal. On left side, a small hernia sac was noted, and synthetic plug was placed as right sided repair using sutures."